Event description:
It was reported that a day after the catheter was inserted for pressure monitoring, bleeding was noted at the the insertion site. It was determined that the hub has separated from the catheter body. A surgical procedure was performed to remove the catheter body. There were no further complications.